Event description:
It was reported that the tip of the tunneling tool broke off while the healthcare provider was pushing the tunneler down the patient's neck. No adverse signs or symptoms affected the patient. Attempts were made to retrieve the broken piece but the surgical team was unable to do so without risking injury to the patient. The patient had recovered without sequela and would be observed by the managing healthcare provider for long term problems. Later, it was reported there was no change in the patient and the patient was well.

Manufacturer narrative:
Lead model unk lot # unk implanted unk, explanted: unk, accessory tunneling tool model 3555, lot # n303998, implanted: na, explanted: na, extension model unk, serial # unk, implanted: unk, explanted: unk.